Manufacturer narrative:
Company representative evaluated the unit and replaced the display kit. Unit was tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.